Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation based on a photo of the suspect medical device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device 6840979 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian-caucasian female patient who underwent a breast augmentation revision with 300cc mentor smooth round moderate profile saline breast implants experienced right-sided capsular contracture (grade unknown) with implant deflation, and unspecified generalized illness postoperatively. The patient presented with pain, and the diagnoses were made via physical examination. As a result, the patient underwent explantation without replacement on (B)(6) 2021. This medwatch report is for the left-sided implant.